Event description:
It was reported that during the implant attempt, the lead was placed into the rv-apex. The analyzer measurements were r-wave 14,5mv, impedance 1120 ohm and threshold 0,8v / 0,5 ms. The ra and lv leads were placed. After slitting the mb2-curve, all leads were fixed. The leads were put into the device and measurements were: r-wave stable, impedance 2400 ohm and threshold 2 v / 0,8ms. The physician checked and observed blood in the lead. The lead was removed and replaced. Measurements were then stable. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis found no anomalies that would contribute to electrical issues reported. Visual analyis found the outer tubing overlay breached cut, damaged at implant.